Manufacturer narrative:
Upon receipt the lead was found cut 48 cm proximal to the lead tip. A distal lead fragment was received for analysis. An explantation aid was still inserted in the distal lead fragment and a thread was found bound on the fragment. The performance of the lead fragment was scrutinized, including a visual inspection. During the visual inspection it was noted that 41 cm proximal to the lead tip the inner and outer insulation were found abraded through. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to low impedance, first noticed on (B)(6) 2019. No adverse patient events were reported. Should additional information become available, this file will be updated.